Event description:
It was reported that a patient had loss of efficacy of regional suprafascial stimulation for pain control. It was reported that the implanted system was explanted on (B)(6) 2014. It was stated that the patient had been unable to maintain the system, and had experienced soft tissue mechanical discomfort related to the device hardware. It was stated that the device would be returned to the manufacturer and not replaced. It was stated that the device could be disassembled for analysis, and an analysis report was requested. It was reported that there was no patient death or injury. The patient was reported to have recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3888-33, lot# v400268, implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-33, lot# v400268, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the ins (sn (B)(4)) found the ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 40. The last recorded recharge session done while the device was implanted on (B)(6) 2000 (it appears ins date had reset to the default date about 6 months prior). The device was recharged for 1 hour and 38 minutes and the battery charged from 3.780v to 3.875v. The battery discharged to the lock mode on (B)(6) 2000. Analysis of the extension (sn (B)(4)) found the extension had no significant anomaly. The extension body was cut through and the product was segmented. Analysis of the lead (lot # v331605010) found no significant anomaly. The lead body was cut through and the product was segmented.